Manufacturer narrative:
H.6. Investigation: customer returned several images feature the shelf cartons and polybags for 0.3ml, 31 gauge, 8mm from lot 1088947. One of the images shows that the plunger cap of a syringe has yellowed. However, none of the images clearly show any signs of damage to the syringes. Additionally, the reported missing shelf carton could not be confirmed using the images provided. A review of the device history record was completed for batch # 1088947 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 20 bd ultra-fine¿ 0.3ml syringes experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: short packing.

Event description:
It was reported that 20 bd ultra-fine¿ 0.3ml syringes experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: short packing.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.